Event description:
Boston scientific received information that during a clinic visit reported being lightheaded and dizzy. A stress test was performed where both the right atrial (ra) and right ventricular (rv) leads were found to have high impedance measurements, loss of capture, undersensing and oversensing. These issues were attributed to a fracture due to a clavicular crush. Subsequently a revision procedure was performed over a month later where both leads were surgically abandoned and new ra and rv leads were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.